Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient had some shock-like pains with therapy. They turned the ins off and the patient was still having pains. The ins was checked and was indeed off. The patient asked for the ins to be turned back on and the hcp wanted to know the proper troubleshooting. The issue was not resolved at the time of the report. No further patient complications were reported as a result of this event.